Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had a noisy image and no image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to a defect on the circuit board and the cable unit, without visible damage. The additional evaluation findings are as follows: the charged coupled device peeled off, there were scratches on the connecting tube coating, and the electrical contacts of the plug unit were damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the breakage of cable/printed circuit board (pcb) and scratch at the electrical contact of the scope connector resulted in the black screen/no image event. The event can be detected by handling the device in accordance with the following section of the instructions for use (IFU): "inspection of the endoscopic image." The event can be prevented by handling the device in accordance with the following section of the instructions for use (IFU): -compatible reprocessing methods and chemical agents - list of compatible methods and chemical agents - this chart lists those cleaning, disinfection, and sterilization procedures and agents that have been thoroughly tested on components of endoscopes and their accessories. -the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays may damage the endoscope or present an infection-control risk. -prior to storage, detach all removable parts from the endoscope. Removing the forceps/irrigation plug will allow air to circulate through the channel of the endoscope and will assist drying. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred prior to a bronchial endoscopy procedure. This medical device report (MDR) is related to patient identifier: (B)(6).